Event description:
It was reported that the log file was submitted with concern for power elevations. Review of the log files by technical services captured periods with elevated powers followed by the power returning to baseline ranges. No reported alarms or other unusual events seen within the log file. Additional information received on (B)(6) 2019 included an additional log file. Review of the log file by technical services showed some power and flow spikes noted on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 with flows and powers returning to baseline after each event. Also noted that the fixed speed was increased from 8800 to 9200 on (B)(6) 2018. Mcs equipment appears to working as expected. Additional information received on (B)(6) 2019 stated that the log file was submitted to check for high powers. The pump power was reported to be baseline for the majority of the log file in the 5-6w range. Higher powers were noted early in the log file on (B)(6) 2018 in the 8-9w range. There was one low voltage hazard event while connected to the mpu due to a very brief loss of total power to the mpu enabling the backup battery in the system controller until power was restored to the mpu. Additional information received on 19mar2019 stated that high lactate dehydrogenase (ldh) at the time was thought to be caused by thrombus. Patients symptoms included abdominal pain. At the time they increased inr goal to 2.5-3.5 and remains on asa and plavix. Patient discharged to home stable and followed by christiana hospital. Patient being worked up as oht candidate outpatient. Unaware of the cause of loss of external power. No further information was provided.